Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. The devices were found to be used in an approved and compatible combination. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Operative notes were received. Left hip initial op note demonstrated that the patient was revised due to arthritis. No complication during surgery. Left hip revision op notes demonstrated that the patient was revised due to elevated metal ion levels. During the revision, corrosion was noted after head was removed. Necrotic tissue was debrided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the patient's cobalt level provided in the legal document. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient¿s hip was revised approximately 7 years post-implantation due to aseptic, lymphocyte-dominated vasculitis-associated lesion (alval) symptoms including pain, abnormal CT, and elevated cobalt level. The femoral head was revised. During the surgery, the surgeon found that the head was removed and noted to have a large amount of corrosion about the femoral neck and inside. Capsule was extremely thick, and there was the characteristic marginally viable fibrous debris inside the somewhat healthy-appearing external layer of the capsule.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(3). Concomitant medical products: pn# 00625006530 ln# 61504844 bone screw self-tapping 6.5 mm dia. 30 mm length; pn 00771100910 ln 61453908 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset reduced neck length; pn 00620205022 ln 61539594 shell porous with cluster holes 50 mm; pn 00631005032 ln 61481186 liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells.

Event description:
Patient¿s hip was revised approximately 7 years post-implantation due to aseptic, lymphocyte-dominated vasculitis-associated lesion (alval) symptoms including pain, abnormal CT, and elevated cobalt level. The femoral head was revised.

Manufacturer narrative:
(B)(4).